Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (3600mcg/ml, 1320.1mcg/day), clonidine (165mcg/ml, 60.5mcg/day), and bupivacaine (27mg/ml, 9.9mg/day) in an implantable pump for non-malignant pain. The patient began to hear the pump alarm, but thought it might be a watch in a drawer. So, it took the patient a while to figure out what was happening. The reporter was asked to check an alarming pump when at the hcp's office on the day of the report. Upon interrogation, it was determined a motor stall occurred at 21:03 hours the night prior with no listed recovery. The patient had not recently had an mris. It was further reported the patient's pain "shot up to a 10." The increased pain was considered sudden. The reporter was going to confirm there was no MRI, but stated there were no other sources of electromagnetic interference (emi). The pump was re-interrogated 20 minutes later, but the event logs still showed no motor stall recovery. The patient's pain was managed with oral medications and patches, per the managing hcp's instructions. The pump and pump connector were replaced on (B)(6) 2016 (pump from a different manufacturer). The patient currently had post surgical pain.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft-bearing.

Event description:
Additional information was received from a consumer reporting the patient had a personal injury and the pump was explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.